Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 597 mg/dl at the time of incident. The customer's blood glucose was 251 mg/dl at the time of call. The customer reported that they gave correction with the insulin pump by bolus and with manual injections. The customer also reported that they were treated during hospitalization. The customer reported that they had symptoms of high blood glucose. The customer reported that they were wearing the insulin pump at the time of hospitalization. The customer performed troubleshooting. The customer did not find any issues with the insulin pump. High pressure test was performed and the insulin pump passed. The insulin pump will not be returned for analysis.